Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a cause for the reported clip opening during establishing final arm angle (efaa) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and a good grasp was obtained. During the first final arm angle (faa) test, it was noticed that the clip opened to about 20-30 degrees. The faa test was performed again, but a slight opening of the clip could be observed. The decision was made to deploy the clip as the clip opening was in a tolerable range according to him. The pressure gradient was 5; therefore, no further clips were implanted. One clip was implanted reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.